Event description:
Caller asking about atrial atp and why alpc would fail. This lead is placed in the cs to pace the left atria. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).